Event description:
It was reported the patient had an unrelated surgical procedure on (B)(6) 2026 where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg and the patient controller is displaying an error message since the procedure. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Correction - e1 - initial reporter. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.